Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 2-dec-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse found diluent moving to well too slowly so replaced diluent pumps, replaced waste pump due to black dust coming out weaksuction . Also, found loose molex connector pin at at valve sv 402 causing intermittent bf probe suction failure. Fse repaired connection, calibrated pth, then ran control. Fse verified proper operation. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was diluent pumps.

Event description:
On (B)(6) 2015, a customer reported errors on startup, air detected diluent, substrate purge errors with their aia-360 analyzer. Customer had air detected diluent, likely diluent drained from well. Analyzer not run that often. Now has substrate purge error. Had customer prime substrate, no errors, will start run and call back as needed. Customer called back and reports pth qc <l, qc made close to 30 days ago. Asked customer to make new qc, install fresh fluids, substrate is 2 weeks old, go thru another startup and run fresh qc. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.